Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year old caucasian female patient underwent breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with spontaneous right breast implant rupture and left breast oval mass. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2022-13785.

Manufacturer narrative:
On december 13, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9794414 sn: (B)(6) and (left) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 9794414 sn: (B)(6). On december 22, 2022, the mentor failure analysis lab received the device for evaluation. On december 23, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.